Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) old female patient presenting with myocarditis for hemodynamic support using the impella cp optical device. During support, the patient developing an impella access site bleed. As treatment, a blood transfusion was administered.

Manufacturer narrative:
We erroneously filed a supplemental MDR reporting thrombocytopenia. We have been made aware that this did not occur with this pump. We are filing this supplemental MDR as a correction to redact reference to thrombocytopenia.

Manufacturer narrative:
New information obtained 2022-08-22 reports the patient endured thrombocytopenia resulting from impella use, prompting platelet delivery. The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.